Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as burning open blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended continuing to wear the lifevest despite the skin irritation. Follow up indicated that the skin irritation improved.